Event description:
It was further reported that the patient passed away in their sleep in a nursing home. The physician noted that the patient death was unrelated to the implant procedure but the cause of death was not provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had an upgrade procedure and a cardiac resynchronization therapy defibrillator (crt-d) system was implanted. The day after the upgrade procedure, the right atrial (ra) lead exhibited high thresholds and possible no capture. The patient passed away nine days later.

Manufacturer narrative:
Continuation of d10: 6947m55, lead implanted: (B)(6) 2018; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.